Event description:
It was reported that the pressure guidewire was prepped and handled per the instruction for use; however while attempting to wire the lesion for an ffr procedure, the tip of the wire separated. The device had been advanced into the artery, and then wire position was lost, it was then re-advanced beyond the segment of interest. The artery was described as having mild tortuosity and mild to severe calcium. The wire was successfully snared while in the aorta. No segments of the wire were left in the coronary artery. No EKG changes were noted and the pt remained stable.

Manufacturer narrative:
(B)(4). The manufacturing documentation for this device was reviewed and the device met all quality and mfg release criteria. To date, no other complaints have been reported for this failure mode within this lot. The reported device was received and upon examination it was observed that the pressure guidewire's corewire was broken/fractured diagonally at the location of proximal indent and the tip section was received in a plastic container. The trifilar was also separated from the sensor however, no portion of the trifilar was missing. The sensor housing, sensor, radiopaque coil and the dome were still attached to the broken piece of the corewire. The proximal coil was unscrewed from the sensor housing and it was stretched approximately 4.75 cm passed the broken corewire distal end. The tip appeared to be shaped. When carefully examined no parts were noticed to be missing from the wire. The hypotube and multiple kinks present and conductive bands were also bent. The MFR clinical affair's assessment of this case states that due to the mild to severe calcium and the tortuosity of the vessel were factors that contributed to the somewhat complexity of this procedure. The primewire tip navigated the coronary artery in such a fashion that the wire broke. The physician was fortunately able to snare the wire successfully and therefore, no surgical intervention was needed. The pt was stable throughout the procedure. It is unk the length of time that the overall procedure took. The MFR is further investigating this event for root cause. A supplemental report will be submitted when the investigation is completed.